Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip had a poor fill.

Event description:
Consumer complaint of low blood glucose test results. Customer called concerned her meter is registering low results because yesterday (B)(6) 2015 at 2:00pm after meals she performed a back to back blood test using her meter and her son' s meter and her meter registered her result at 63mg/dl and his meter registered her sugar at 89mg/dl medical attention needed: no. Expected results: 100-140mg/dl fasting: yes. Strip expiration date: 05/26/2018. Strip open date: (B)(6) 2015. Strip storage: yes, stored correctly. Blood test 1: 168mg/dl fasting: yes. Blood test 2: 179mg/dl fasting:yes reviewed meter memory: (B)(6). Customers concern: 141mg/dl on (B)(6) 2015 6:40pm. Customer is currently not taking any medication to manage diabetes. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of low blood glucose test results. Customer called concerned her meter is registering low results because yesterday (B)(6) 2015 at 2:00pm after meals she performed a back to back blood test using her meter and her sons meter and her meter registered her result at 63mg/dl and his meter registered her sugar at 89mg/dl medical attention needed: no, - expected results: 100-140mg/dl fasting: yes; strip expiration date: 05/26/2018; strip open date: (B)(6) t 2015; strip storage: yes, stored correctly; blood test 1: 168mg/dl fasting:yes; blood test 2: 179mg/dl fasting:yes. Reviewed meter memory - 1: 113mg/dl (B)(6) 2015 11:45:00 am fasting: yes; 2: 121mg/dl (B)(6) 2015 11:02:00 pm fasting: yes; 3: 125mg/dl (B)(6) 2015 11:50:00 am fasting: yes; 4: 136mg/dl (B)(6) 2015 08:15:00 pm fasting: yes; 5: 141mg/dl (B)(6) 2015 06:40:00 pm fasting: no. Customer's concern: 141mg/dl (B)(6) 2015 6:40pm. Customer is currently not taking any medication to manage diabetes. No adverse event reported.